Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2011; 1156t implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead exhibited a failure to capture. The pocket was opened, the lead was tested via analyzer, and the lead tested within normal limits. The physician suspected that the caused may have been either that the lead pulled back, or that the device had an issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, and the left ventricular (lv) lead exhibited a failure to capture. The pocket was opened, the lead was tested via analyzer, and the lead tested within normal limits. The physician suspected that the caused may have been either that the lead pulled back, or that the device had an issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.